Manufacturer narrative:
Event conclusion cpi analysis found that the ipg passed automated electrical tests which include tests of the bipolar output and lead impedance measurement circuitry. Analysis found a small area of metal distortion adjacent to the contact site of the dual spring electrode. This did not affect the device ability to accurately measure lead impedance when tested at cpi. Analysis results could not confirm the allegation of loss of capture.

Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting a loss of capture two weeks after implant. The ipg functioned appropriately when programmed to the unipolar mode. The physician elected to replace the ipg as he wanted the patient to be in a bipolar mode.